Manufacturer narrative:
Investigation is still ongoing.

Event description:
The user is reporting the device repeatedly gave a pads error message though the pads were in place during a patient use event. The patient did not survive.